Manufacturer narrative:
Initial reporter city: (B)(6). (B)(4). Investigation results: a visual examination of the returned complaint device under high magnification found that the balloon had a pinhole. Dry contrast was also found inside the balloon. Functional analysis cannot be performed due to the balloon lumen being occluded and it was not possible to unblock it. This failure is likely due to factors encountered such as handling of the device, the technique used by the physician, the interaction with the scope and normal procedural difficulties encountered during the procedure could have possibly affected the device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in a procedure performed on (B)(6) 2020. According to the complainant, it was noted that the balloon did not inflate. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.